Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
In 2006 - patient was admitted to hospital with an initial diagnosis of partial small bowel obstruction. Patient had symptoms of small bowel obstruction and incarcerated hernia beginning on or around the previous day. Two days later - patient underwent laparoscopic lysis of adhesions, a reduction of incisional hernia and small bowel resection for incarcerated incisional hernia and/or anastomosis on the segment of strangulated bowel. Six days later - patient underwent laparoscopic repair of incisional hernia with mesh placement. Post operative diagnosis was status post reduction of incarcerated incisional hernia with small bowel resection. Mesh implanted was either a davol or w. L. Gore mesh. Three days later - patient underwent exploratory laparotomy, removal of infected mesh, resection of small bowel anastomosis with leak. Post operative diagnosis was enteric leak and mesh infection. The surgery was performed because of sepsis and enteric leak. Patient appeared significantly unstable. Five months later - patient was released from the hospital. Three months later - patient died (cause of death not indicated).